Manufacturer narrative:
(B)(4).

Event description:
It was reported that " cuff was leaking". This issue is reported happening prior to use. No patient involvement reported.

Event description:
It was reported that " cuff was leaking". This issue is reported happening prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported defect can be confirmed based on the delivered video but cannot be investigated because the defective device was not returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.